Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had been having problems since their stimulator was changed out, the patient programmer (pp) was not working correctly, and the patient had 8 utis. According to the caller, the patient got the ins because they were not emptying their urine and was not feeling stimulation at the time of the call. The patient indicated that they had been told by a manufacturer representative (rep) that they needed to feel stimulation for it to be working. During the call the patient was advised that their body may adjust to stimulation sensation and that therapy effectiveness should be based on symptom relief rather than stimulation sensation. The caller then reported that "it went haywire" after the patient got home and that the "lightning bolt" disappears every time the patient gets up or goes to the bathroom. The patient went on to report "we started writing down the different programs that they have on me, we have a long. [Rep] said its not working if you can't feel the current. It tracks everything in my body." Additionally, the patient indicated that the rep adjusted their setting multiple times and that the patient had 4 programs, but now only had 2. The patient then reported they were referring to the pp not working/having problems with, not the stimulator system. According to the patient they have to hold the antenna into the jack and the back door would not stay shut. It was then reported that "every time it reads and you turn off the pp it goes all the way back to negative with the lightning bolt and has to go back all thru the settings just to get the pp to get a lightning bolt to get a charge so you can feel something." Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Product ID 3889-28 lot# v695849 serial# implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient was calling to find a new healthcare provider because their lead had moved from its original spot. The patient reported their healthcare provider told them to wait for a manufacturer representative (rep) to agree to look at the x-rays and they could determine together. It was reported that in december the rep determined it was not in the right place. Patient reported in the meantime they had been self-cathing. They stated they realized there was an issue with the lead because the rep checked their device with the box and they couldn¿t identify the programs. Caller stated it wouldn't put the programs in that they wanted it to have. Caller stated the rep was only filling in for another rep at the time. Patient reported that at the time, the therapy couldn't let them urinate or pass gas, patient reported if they went higher it was like their bladder shut down completely. Patient also reported they started having utis in (B)(6)2018. Patient reported they went to an infectious medicine doctor who had to do a scrape of the bladder because it was swollen, the patient reported they found out it was interstitial cystitis after putting the patient down under anesthesia. No further complications were reported or anticipated.